Manufacturer narrative:
Bluewind medical is providing this report in compliance with FDA 21cfr part 803. Surgical site infection (ssi) - although no comorbidities acknowledged, this patient suffered from a surgical site infection. Possibly could have been treated with repeat wound debridement and bandaging, as the patient was planning to go on a cruise vacation, hcp decided it is more reasonable to explant as wound handling wound not be optimal during a cruise vacation. Surgical site infections are known and expected events in patients undergoing foot and ankle surgery. A recent review found the incidence of ssi for patient undergoing foot and ankle surgeries may be up to 6.5% of cases. Https://www.sciencedirect.com/science/article/abs/pii/s0958259224000257.

Event description:
Patient states he went to the ER (B)(6) due to infection at the incision site. He was given antibiotics and sent home to schedule explant as ER doctor was hesitant to explant due to patient being on blood thinners. Patient called to inform he is being explanted (B)(6) at 7:15am by dr. (B)(6). He is a patient of dr. (B)(6), but dr. (B)(6) is out of town. On (B)(6) 2025: patient was explanted without issues; a culture was taken due to active infection; patient was given 7-day course of antibiotics post-surgery and will follow up in clinic (B)(6) with (B)(6), dr. (B)(6) pa. Patient is leaving for a cruise vacation (B)(6). Patient wanted to try to salvage implant, but dr. (B)(6) thought best to explant due to patient's upcoming cruise. Implant was collected in a biohazard bag.